Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The following was reported: patient dislocated star ankle revision; a size 8 poly was removed and replaced with a size 9 poly.